Manufacturer narrative:
Upon further investigation, the reported issue was discovered during testing. There's no patient involvement. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 03sep2021. (B)(6). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted.

Event description:
It was reported to philips by a customer that the unit had low tidal volume and unable to standby. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The international service engineer confirmed the unit's low tidal volume and unable to standby. The international service engineer replaced air and o2 flow sensor to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.